Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On june 10, 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the meter started reading inaccurately at 9am on (B)(6) 2016 when the patient obtained alleged inaccurately erratic blood glucose results of ¿176 and 134mg/dl¿ on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls within lfs¿ precision criteria. The patient does not administer medication to manage his diabetes. The reporter was unable or unwilling to say whether the patient made any changes to his usual diabetes management routine after obtaining the alleged inaccurate results. She claimed that immediately after the start of the alleged issue, the patient developed symptoms of ¿frequent urination¿. She denied that the patient had received any treatment for his symptoms. During troubleshooting the cca noted that the patient¿s meter was set to the correct unit of measure, his test strips had been stored correctly and the test strip vial was not cracked or broken. The cca confirmed that the patient had used the same approved sample site to obtain the blood samples and the reporter described the correct testing steps. The cca walked the reporter through a control solution test and the result was in range. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient obtained inaccurate erratic readings on the subject meter and reportedly developed symptoms of an acute diabetes excursion, after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. Lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systematic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
This supplemental is being sent to include information that was not previously submitted within follow up #1. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.